Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The customer reported that she wore her pid for the full three days and removed it when it expired. She noticed a "pocket" on the insertion site. She went to the doctor a week after removing the pod because the "pocket" was still present under her skin. The doctor lanced the site and drained the puss from the site. The doctor performed a culture and the results stated that the abscess was caused by (B)(6). The customer was prescribed antibiotics for the infection. The customer also stated that she did not pinch up at the insertion site and will now pinch up to prevent pockets from being created when the pod is removed.